Event description:
Customer reports that panorama central station telemetry signal keeps dropping out, which may have affected telemetry monitoring. No patient injury reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacing wireless transceiver (tim) and reinstalling central station and wireless server. Unit was safety tested to factory's specifications.